Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap roux-en-y procedure (early in the procedure) it was noted that the tip of the port had broken off. Scrub tech reported it. A device fragment fell into the patient and was not recovered because it was not detectable on x-ray.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The distal end of the trocar was damaged. A piece was missing and not received. Functional testing was precluded due to the observed damage. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.